Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number dybyac514 showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit has intermittent rain in the image.

Event description:
Per tm - unit has intermittent rain in the image.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. The unit shows intermittent grainy interference when moving the probe around. The root cause is due to an internal failure within the probe. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.